Event description:
Sds opened another dental pack today what had only 9 of the 2x2 sponges and should have had 10. They removed them from the field and used the rest of the pack. They added a separate pack of 3x3 sponges in place of the 2x2 sponges. Pack info is as follows: cat# sen21dedca. Exp date: 09/01/2023, mfg date: 02/11/2019. Lot 184967, model# 3620936.